Event description:
On (B)(6) 2014, the patient was implanted with gore® excluder® aaa endoprostheses to treat an abdominal aortic aneurysm. It was reported that follow up computed tomography images (date unknown), revealed a possible perforation in the infrarenal aortic wall from the proximal end of the rlt231212/13023661 device that was implanted on (B)(6) 2014. On (B)(6) 2015, the physician chose to reintervene, the patient was not having complications and was asymptomatic. The physician implanted a pla230300/12499587 device proximal to the rlt. The area was covered and the patient tolerated the procedure. It was reported the patient presented emergently on (B)(6) 2015, the physician diagnosed the patient with an aortoduodenal fistula. The physician is unsure of the cause of the fistula. There was a reintervention and the physician chose to explant the gore® excluder® aaa endoprostheses and surgically repair the aorta. The explanted devices were destroyed at the hospital. The patient tolerated the procedure.

Manufacturer narrative:
The review of the manufacturing paperwork verified that these lots met all pre-release specifications. The gore® excluder® aaa endoprosthesis instructions for use (IFU) states that adverse events that may occur and/or require intervention include, but are not limited to surgical conversion.

Manufacturer narrative:
Additional devices implanted and/or related to this event: rlt231218/12703466, plc271200/12941873, pxl161207/12766377, and pla230300/12499587.